Manufacturer narrative:
Philps has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch. During troubleshooting, fse identified the wifi indicator was off and the issue occurred due to mechanical failure. Fse replaced the wireless footswitch. After the wireless footswitch replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch could not be used. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the led was blinking red and they could not connect the footswitch. Philips has started an investigation of the complaint.